Manufacturer narrative:
There was no device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: the monitor sn (B)(4) and electrode belt sn (B)(4) have been returned to zoll manufacturing corporation and investigation is underway. Device evaluation includes review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient treatment. Manufacture dates: monitor - (B)(4) - 12/10/2015, belt - (B)(4) - 06/16/2014. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was lack of response button use by the patient during the false detection. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was motion/CPR artifact and oversensing of low amplitude signal. The source of the artifact could not be positively identified through cause and effect analysis. The following could not be ruled out as contributing factors: body motion, poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf). The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity. Inappropriate treatment events are assessed during the monthly data analysis of complaints per sop (B)(4).

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020. Review of the patient's download data reveals that the patient experienced an inappropriate defibrillation event consisting of two shocks on (B)(6), the day of their passing. It was reported that the patient was at home during the event. Per clinical review of the patient's ECG recordings, the patient's rhythm was obscured by CPR/motion artifact at the time of both treatments. The response buttons were not pressed during the event. Motion/CPR artifact contributed to the false detection. The patient was reportedly found lying on the floor by her daughter with the lifevest alarming. The patient's daughter attempted CPR but the patient subsequently passed away. There is no indication that a device malfunction caused or contributed to the patient's death. Per clinical review of the patient's ECG continuous recording, the patient experienced a defibrillation event consisting of three shocks. The patient was treated the first two times at 03:23:40 and 03:24:54, while the patient was in an idioventricular rhythm at 60 bpm with CPR/motion artifact. The patient's post shock rhythm for both treatments was idioventricular rhythm at 60 bpm with CPR/motion artifact. The patient was then seen in an idioventricular rhythm at 40 bpm degrading to asystole. The patient was treated at 05:35:38, while the patient was in asystole. The patient's post shock rhythm was asystole. Motion/CPR artifact and oversensing of low amplitude signal contributed to the false detection.

Manufacturer narrative:
There was no device malfunction associated with the inappropriate defibrillation event. Device evaluation summary the monitor sn (B)(4) and electrode belt sn (B)(4) have been returned to zoll manufacturing corporation and investigation is underway. Device evaluation includes review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient treatment. Manufacture dates: monitor - (B)(4) - 12/10/2015, belt - (B)(4) - 06/16/2014. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was lack of response button use by the patient during the false detection. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was motion/CPR artifact. The source of the artifact could not be positively identified through cause and effect analysis. The following could not be ruled out as contributing factors: body motion, poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf). The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity. Inappropriate treatment events are assessed during the monthly data analysis of complaints per sop (B)(4).

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020. Review of the patient's download data reveals that the patient experienced an inappropriate defibrillation event consisting of two shocks on (B)(6), the day of their passing. It was reported that the patient was at home during the event. Per clinical review of the patient's ECG recordings, the patient's rhythm was obscured by CPR/motion artifact at the time of both treatments. The response buttons were not pressed during the event. Motion/CPR artifact contributed to the false detection. The patient was reportedly found lying on the floor by her daughter with the lifevest alarming. The patient's daughter attempted CPR but the patient subsequently passed away. There is no indication that a device malfunction caused or contributed to the patient's death.